Event description:
Spv was implanted on (B)(6) 2013 (shunt ventriculo-peritoneal) for chronic hydrocephalus. Pressure is set on 110 mmh2o. In (B)(6) 2015, pt suffered from hypodrainage and slit ventricule syndrome. Valve setting has been found 150 mmh2o. The valve has been explanted. No medical consequences.

Manufacturer narrative:
The result of the laboratory expertise will be communicated in a follow-up report.